Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported no flow. The tubing set was to be used to deliver an unspecified volume of an unspecified blood product, if required, during an unspecified surgical procedure. The customer indicated that during gravity priming using normal saline prior to pt use, no flow of solution was noted distal to the connector of the proximal 6" tubing and the blood pump bulb of the tubing set. At this time, the customer contact reported that the blood bulb of the tubing set was squeezed and an unspecified volume of solution and air was pushed backwards into the proximal tubing and into the solution container. The tubing set was replaced. Though requested, no additional info was provided.